Event description:
It was reported that the patient underwent an inflatable penile prosthesis revision surgery because the pump was not working properly. The device was removed. There were no patient complications.